Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was possible as the lot number was not provided.

Event description:
It was reported by the aci vascular closure specialist that a pt underwent a left femoral artery catheterization procedure on (B)(6) 2012 at 09:20. Access was obtained at the left femoral artery. The pt was anticoagulated with asa, and angiomax. The sheath was sutured in at 10:15 in the cvicu. At 13:05 the sheath was pulled and pressure was applied (duration unk). The pt's left groin site was documented as unremarkable from 09:51 until 13:30. At 13:30 a hematoma described as approx 5 cm was noted. At 13:34 the hematoma was approx 15 cm, manual pressure was applied for 30 mins. At 13:42 sys bp 89. Atropine 0.5 was administered. At 15:00 a femostop was applied at access site with pressure 60. The femostop was removed at 19:15. There is no document of the groin site after that. On (B)(6) 2012, (B)(6) indicated a pseudoaneurysm 1.6 x 2.3 cm in the left fca. On (B)(6) 2012, a CT scan indicated lg on the left groin, and a hematoma (not a retroperitoneal hematoma). On (B)(6) 2012 (B)(6) indicated extensive dvt on both legs and lg hematoma. The pseudoaneurysm was not visible. The surgery consult. On (B)(6) 2012, firmness increased in the pt's left groin. Pressure was held for 50 mins, until the skin turned soft. On (B)(6) 2012, ivc filter placement and repair of pt's left groin puncture site. The 6 u prbc's were given between (B)(6) 2012.